Manufacturer narrative:
Pink/red urine reported a day after implant. Hemolysis suspected. No product was returned. The data logs show suction alarms on 4/5 when p-level changed to p8. There was variation in motor current while at p8 and no motor current spikes outside p-level changes. Hemolysis improved while on support when volume was given. It was determined that the pump was responding to the environment in which it was. The root cause of the hemolysis was likely patient condition related. As noted in the impella IFU: section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The patient developed hemolysis during impella rp flex support. One unit of packed red blood cells and one unit of platelets was given to manage the condition. Support with the implanted pump continued and the patient's symptoms improved the following day.

Manufacturer narrative:
Added-h6 type of investigation 4121.